Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 failed with the error message not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main drawers 5.1 and 5.2 had failed and were not detected on the bus. A reboot was performed, but the drawers did not recover. The field service engineer (fse) observed that drawers 5.1 and 5.2 had failed in the application, with no light emitting diodes illuminated on the module board. Further testing confirmed that the controller board for drawer 5.2 had failed. The fse replaced the module and drawer controllers. The system was tested using the hardware test application and functioned properly. The system functioned as intended after the field service engineer repaired the device.